Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a remote monitoring transmission was sent and the right ventricular (rv) lead impedance had been increasing over the past five months, but was still within the acceptable range. The lead remains in use. No patient complications have been reported as a result of this event.